Event description:
During console transfer on impella cp support, automated impella controller (aic) briefly froze and became nonfunctional. Team stated that after transferring purge cassette from old to new console, there was a red purge system failure alarm. After inspection for obvious kinks, a de-air procedure was attempted, where the automated impella controller (aic) froze on the de-air loading screen with no way of leaving the procedure. A leak from the d5-bicarb purge bag at the spike was then discovered, and the purge bag was replaced. This resolved the frozen screen and purge system failure alarm. Automated impella controller (aic) continued supporting patient throughout. This is considered a reportable malfunction.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D9 updated; the product has been returned. The investigation is ongoing.

Manufacturer narrative:
Corrected information was provided in d1 (brand name) and h3 (device evaluated by manufacturer). H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. No problem was found on ic7199. Logs from the second console, ic2192, confirmed the reported failure mode "red purge system failure" alarm and the product experience code "device freezes, nonfunctional." Refer to (B)(4) for the ic2192 investigation details.